Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose readings, including a ¿high¿ reading, and noticed the smell of insulin. The patient was guided through a full supply change, during which it was identified that the cartridge was leaking. While reviewing the supply change process, it was determined that components were being connected outside of the device, and the patient was informed that this practice could result in leaking. A lot number was not available. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.